Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was preoperatively diagnosed with l3 to s1 pseudoarthrosis with loose instrumentation and back pain and underwent the following procedures: l4 to s1 decompressive laminectomies, facetectomies and foraminotomies with l4-5 and l5-s1 t-lif¿s with l4-5 and l5-s1 cage application, autograft and allograft, l3 to s1 posterior segmental instrumentation with l3 to s1 p osterolateral arthrodesis,exploration of spinal fusion as well as removal of l3 to s1 posterior segmental instrumentation and removal of interbody cages. As per the op notes,¿ after irrigating the disc spaces, rhbmp-2/acs sponges were placed anteriorly and the rhbmp-2/acs sponge and autograft were packed into the cages and the cages were put into place. We confirmed good placement with c-arm. Next, the transverse processes were exposed and roughed up down to bleeding bone. Rhbmp-2/acs and autograft were placed from l3 to s1 across the transverse processes bilaterally. There was a very good sized fusion mass. Next, cobalt chromium pre-bent rods were put into place on the right and left. There was a nice lordosis after placing the rods and set screws were placed and broken off under compression at the two t-lif levels in situ at l3-4. A cross link was then measured between the l3-4 screws. The screws were tightened and broken off and the center screw tightened.¿

Manufacturer narrative:
On (B)(6) 2010. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.